Event description:
The patient reported that their ¿upper leads were not working¿ and stated their implantable pulse generator (ipg) "sounds like it is a failure". Follow up conducted was unable to confirm any of the patient¿s information. The ipg, right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5023m implantable pacing lead 1993 (B)(6). (B)(4).